Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with an unspecified mr grade. The clip delivery system (cds) was advanced to the mitral valve, and grasping was performed. However, there was an unsafe grasp, thus the decision was made to open the clip again; this time it was not possible to raise the gripper arms. The decision was made to close and deploy the clip. During deployment it was observed that there was no resistance when removing the gripper line. The gripper line was broken and was removed in two pieces; pulled out on both sides of the device. Mr was reduced to an unspecified grade. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Device codes: 1157 labeled . Internal file number - (B)(4). Correction: lot number. Evaluation summary: the device was returned for analysis. The reported gripper actuation issue could not be replicated in a testing environment as the clip was deployed and was not returned. The gripper line was returned broken, confirming the gripper line break. Also, the reported grasping difficulty could not be replicated in a testing environment as it was related to procedural conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break; however, a definitive cause for the gripper line break could not be determined. The user did not report any issues with gripper actuation during device preparation, indicating that the gripper line was initially intact and functioning properly. The suboptimal visualization influenced the reported difficulty grasping. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the procedure was performed to treat grade 4 degenerative mitral regurgitation (mr). Visualization was not perfect and grasping the leaflets was difficult. It was not clear if the leaflets were completely captured in the clip arm. The two separated segments of the gripper line were removed from the device by hand and no portion of the gripper line remained in the patient. A total of two clips were implanted, reducing mr to grade 2. There was no additional information provided.